Manufacturer narrative:
(B)(4). Sample not available at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted.this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
On 9-jun-2010, customer reported one unit of arc0050mp, lot number unknown, had a leak during patient use. No patient injury and no medical intervention were reported for this event. The sample is not available for evaluation.